Manufacturer narrative:
Product analysis: analysis of the device was unable to confirm the customer comment of a damaged bottom switch. Analysis also noted that the output assembly was broken, hanger assembly was broken, main printed circuit board (pcb) was out of electrical specification, upper case was broken, keypad was scratched, encoder was replaced as preventative, two knobs were missing, lower case was broken, display wire was pinched and insulation exposed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged bottom switch, however it was noted that the switch seemed to be functioning without issue. The device was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.